Event description:
New information received noted that the lead was capped and replaced on 01 oct 2020. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room following inappropriate shock. Upon device interrogation episodes of non-sustained right ventricular over-sensing caused by lead noise were observed, resulting in inappropriate fibrillation therapy. The patient was discharged, and subsequent programming interventions were made. The patient was in stable condition.